Event description:
The pt experienced a loss of therapeutic effect. The pt was going to have a third lead revision the day of the complaint. Device troubleshooting info was not reported. The pt was at home at the time of the complaint; her status was reported a 'good'. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
The electrodes were repositioned to a different level in the spine.